Event description:
IT WAS REPORTED THAT DURING THE INITIAL IMPLANT PROCEDURE, WHILE MANEUVERING THE DELIVERY CATHETER AND RIGHT VENTRICLE (RV) LEADLESS PACEMAKER (LP) INTO THE RIGHT VENTRICLE, THE PATIENT EXPERIENCED RESPIRATORY FAILURE. ECHOCARDIOGRAM PERFORMED AND TAMPONADE OBSERVED. THE AIRWAY WAS SUPPORTED BY THE HEALTHCARE PROFESSIONAL, A PERICARDIAL DRAIN WAS INSERTED, AND THE PATIENT REGAINED RESPIRATORY FUNCTION AND WAS STABILIZED. PROTAMINE WAS ADMINISTERED AND THE EFFUSIONS SIGNIFICANTLY SLOWED TO A STOP. CARDIA PERFORATION WAS SUSPECTED BUT WAS UNABLE TO BE CONFIRMED VIA DIAGNOSTIC IMAGING. THE RV LP WAS EXPLANTED AND NOT REPLACED. THE PATIENT WAS IN STABLE CONDITION.

Manufacturer narrative:
The Device History Record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving Abbott manufacturing facilities.